Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2022 rtg0317424 (con): information was received from a friend/family member regarding a patient who was implanted with an im plantable neurostimulator (ins) for non-malignant pain and cervical/neck. The reason for call was pt rep. Reported the pt was planning to have an MRI this evening, put their pt programmer displayed a warning "por" message since "last week or so." Patient services specialist (pss) reviewed the meaning of the por message to the pt rep. Pt rep. Noted that they met with the mdt rep. About 2 weeks ago to trickle charge the ins. Pt rep. Said the pt was able to charge their ins fully, but saw the warning "por" on the pt programmer. The patient was redirected to their healthcare provider to further address the issue. Pss reviewed potential MRI eligibility but they are seeing por with "!" Message on pt programmer. Pt has seen this for a while but caller doesn't know when issue started. Tss reviewed needing to clear with a clinician programmer before they can proceed with MRI mode.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pt rep. Called and mentioned they went to the MRI appointment with pt and the MRI techs tried for about an hour to remove warning por message and could not remove message at all. Pt rep. Said the pt could not get into MRI mode because of warning por. Pt said the mdt rep. Was not present at the MRI appointment. Pt rep. Also said they had noticed that the ins had been depleting quicker and quicker since about 2-3 weeks ago.